Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient had an infection at the ipg site, out of concern that the lead was impacted by the infected area the physician felt it was safest to replace the whole system. Surgical intervention took place on (B)(6) 2024 where the ipg and lead were explanted and replaced to address the issue. During the procedure upon removal the original lead was fractured causing some of the contacts to break off. The physician dissected the area to remove all the pieces but was unable to recover two contacts from the original lead, the physician believed they were stuck in existing scar tissue. System interrogation showed no impedance issues in the new lead. Surgical intervention may take place at a future date to address the fragment issue. At this time, it is unknown if the infection has resolved.

Manufacturer narrative:
Date of event estimated. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information was received stating that the infection was treated with antibiotics. The infection was resolved prior to removing the ipg. The surgeon felt it was necessary to remove the entire system because of concern that the infection may have impacted the original lead. The infection has resolved, and effective stimulation was restored post-op.

Manufacturer narrative:
Date of event estimated.